Event description:
It was reported that: "pt subluxed anterior, surgeon revised to thicker poly to compensate for laxity of soft tissues. Original implant showed no visible signs of damage or failure and was left with hospital."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.